Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of 140 to 160 ohms. It was noted that the shock impedances had been chronically high and were suspected to be due to calcification around the lead. Technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. The lead remains in service. Additional information has been requested from the field. If additional information is received, this report will be updated.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of 140 to 160 ohms. It was noted that the shock impedances had been chronically high and were suspected to be due to calcification around the lead. Technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. The lead remains in service. Additional information has been requested from the field. If additional information is received, this report will be updated. Additional information was received which reported that the patient presented for a normal device changeout for elective replacement indicator (eri). Prior to the procedure, a commanded shock was performed due to the history of high shock impedances. The commanded shock resulted in a shock impedance of 164 ohms and a code 1005, indicative of an open circuit condition was detected during shock delivery. The surgery was cancelled so the physician and patient could discuss the plan. The physician elected to program tachycardia therapy off, as the patient had not required tachycardia therapy since receiving the device. No additional adverse patient effects were reported. The system remains implanted.

Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of 140 to 160 ohms. It was noted that the shock impedances had been chronically high and were suspected to be due to calcification around the lead. Technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. The lead remains in service. Additional information has been requested from the field. If additional information is received, this report will be updated. Additional information was received which reported that the patient presented for a normal device changeout for elective replacement indicator (eri). Prior to the procedure, a commanded shock was performed due to the history of high shock impedances. The commanded shock resulted in a shock impedance of 164 ohms and a code 1005, indicative of an open circuit condition was detected during shock delivery. The surgery was cancelled so the physician and patient could discuss the plan. The physician elected to program tachycardia therapy off, as the patient had not required tachycardia therapy since receiving the device. No additional adverse patient effects were reported. The system remains implanted.